Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an african american female patient underwent a primary breast augmentation with a 275 cc mentor smooth round moderate plus profile prosthesis and experienced postoperative left-sided deflation. As a result, the patient underwent removal and replacement with a 275 cc mentor smooth round moderate plus profile prosthesis (catalog #: 3502275, serial #: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On 27-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. It was found that the initial reporter's information was not filled in accurately on the previous report. The initial reporter was (B)(6), a sales representative. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual examination of the device, a tear was observed on the posterior aspect, measuring approximately 0.9 cm. Leak testing was performed according to mentor procedure, and no other tears were found. Microscopic examination on the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).